Event description:
Complaint alleges the circuit failed the leak test prior to pt use. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to MFR in time for this report. Investigation incomplete. A completed follow-up investigation report will be sent when completed.